Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the physician successfully replaced the lead and extension.

Manufacturer narrative:
H3: device analysis for ins s2811-14 revealed the lead proximal end conductor was broken. A visual examination was performed, all four conductors were observed to be broken at the connector end of lead and the lead was in two segments. The proximal segment was 1.9cm and the distal segment was 23.1cm. To confirm the breaks of the conductors, a further visual examination was performed using a microscope and the breaks were observed to be at the conductor weld sites. The distal end of the lead was functionally tested and continuity was measured using a digital multi-meter. The conductor resistances were found to be acceptable with no shorts in circuits. All of the following conductor breaks measured from the distal end of lead: conductor #0 broken 23.4cm conductor #1 broken 23.8cm conductor #2 broken 24.5cm conductor #3 broken 24.8cm the outer insulation was partially cut, broken, and crushed 1.9cm from the proximal end of lead. There was an unknown mark (pinched) in the outer insulation 7.7cm from the distal end of lead. H6 codes belong to the lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 09036, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 09036, serial/lot #: (B)(4). (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient no longer had stimulation. There were no external contributing factors. The lead was spontaneously broken, no traction was performed on the lead. The lead was replaced. The issue was resolved at the time of this report. The patient was alive with no injury. No further complications were reported or anticipated.